Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported while using the freestyle librelink with a samsung a-23 phone with an android 13 operating system with software version 2.10.1.10406, a "replace sensor" error message was encountered. The customer became hypoglycemic and experienced a loss of consciousness. The customer was unable to self-treat and a non-healthcare professional initially provided fruit juice then insulin (type/dose unknown) due to "unbalanced glucose" for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported while using the freestyle librelink with a samsung a-23 phone with an android 13 operating system with software version 2.10.1.10406, a "replace sensor" error message was encountered. The customer became hypoglycemic and experienced a loss of consciousness. The customer was unable to self-treat and a non-healthcare professional initially provided fruit juice then insulin (type/dose unknown) due to "unbalanced glucose" for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported error code 365. Attempted to replicate the user¿s complaint using similar configuration of samsung galaxy a52, android 13, 2.10.1.10406 and the reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.